Manufacturer narrative:
A review of the manufacture records for this device did not reveal any discrepancies relevant to the reported event. Additional information has been requested. Should it become available a supplemental report will be submitted.

Manufacturer narrative:
This supplemental MDR is being submitted as a part of a retrospective review / remediation effort performed at the covidien (B)(4) location, following medtronic¿s acquisition of covidien. A CAPA has been opened to manage the actions related to remediation of complaint files and any required MDR reporting.

Event description:
Evaluation summary: the nanocross was received for evaluation. The nanocross balloon chamber was received captured in a snare. The snare was loaded in a catheter and a torque device was attached to the proximal end of the snare wire. The nanocross catheter was loaded on a guidewire, exhibited sanguine material in the balloon portion of the y-manifold and in the inflation lumen. The guidewire lumen distal of the proximal balloon bond exhibited necking and stretching. The four radiopaque balloon marker bands were present and slid tight against the distal tip. Approximately 203mm of the balloon was returned. The proximal balloon bond was cleanly severed at 136.1cm distal of the proximal hub. The guidewire lumen in the balloon chamber area is stretched to 47cm. The guidewire is locked up on the device and cannot be advanced in either direction. Cine image review: a review of cine images provided includes an image of the balloon inflated with a potential balloon chamber twist, the quality of the resolution of the provided could not confirm a twist in the balloon. The disk includes images of snaring the balloon chamber.

Event description:
This procedure was performed in (B)(6). The lesion was 20cm, completely calcified in the fibularis. The physician used an antegrade approach with a 4 f sheath, .014 wire. The nanocross could not move towards the fibularis over the wire. The balloon could not pass the occlusion. The physician tried to dilate where the balloon was stuck. The physician inflated the balloon, but part of it deflated. The proximal part stayed inflated (approximately 1/2 of the balloon). Several attempts to deflate were not successful, and the balloon was stuck, inflated, in the vessel. Then, with an aspiration catheter they pulled the inflated section of the catheter. The balloon could not be moved. The physician pulled on the catheter and the balloon tore apart. The separated part of the nanocross was retrieved with a snare. There was no harm to the patient.